Event description:
The customer reported that the handpiece did not emit a continuous ozil sound at 100%, and the sound was intermittent. During the ultrasound mode of the procedure, a corneal burn occurred. The handpiece was changed, and the system worked with no further complaints. Additional information has been requested regarding this event, but has not been received. This report is for the fourth of four patients. For additional patients see mfg. Report #'s: 2028159-2008-00103; 2028159-2008-00197; 2028159-2008-00198.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. The handpiece was returned for further investigation. Visual inspection showed no nonconformities. The handpiece was functionally tested for gravity flow rates (irrigation and aspiration), ground resistance, and performance at 100% power. These tests all met specifications. The handpiece was then tuned on the dynamic tuning fixture and met specifications for bandwidth, resistance, and frequency. Testing for u/s and torsional stroke also passed specifications. The complaint history was reviewed, as well as trend data for thermal injury. No adverse trends were observed. The device history record was reviewed and there were no related issues in manufacturing for this system during assembly/testing. After review of the investigation activities, the root cause of the corneal could not be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the affiliate to share with the customer.